Event description:
Reportedly, the screen froze during interrogation. In addition, the date could not be updated, according to the physician. This happened on (B)(6) 2025 according to the tablet's date, on (B)(6) 2025 in real life. Tablet is in version 3.16.

Manufacturer narrative:
The review of the data provided confirmed the reported issue. There were 2 devices interrogated, a platinum and reply. The freeze cannot be confirmed for platinium 408du44a, based on only log file analysis. The session on (B)(6) 2025 properly ends and no trace of a restart of the tablet after the session. Whereas for reply (321cr144), it seems that the programmer module freezes twice: 1st time during the second session, after 21:31:48 during quit process 2nd time during the fourth session, around 21:33, during interrogation, stopped by communication errors. The best hypotheses to explain what is seen here are therefore: - the pop-up of communication errors was not displayed - the pop-up of communication errors was displayed but the tablet froze after its display because of the instability in thread management when aida reading is not over. In this reported case, several real-time tests took place during aida reading. - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - the most likely hypothesis is a programmer software issue, and it is corrected with the new smartview version 3.18. In addition, the system date of the tablet may present some signs of fatigue. The cmos battery should be replaced in the repair center if it is needed the new smartview version will be installed and replace the cmos battery if needed before returning it back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the screen froze during interrogation. In addition, the date could not be updated, according to the physician. This happened on 09/01/2025 according to the tablet's date, on 30/01/2025 in real life. Tablet is in version 3.16.